Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Device sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the found to be normal.

Event description:
Related manufacturer report number: 2017865-2025-10932. Related manufacturer report number: 2017865-2025-10933. Related manufacturer report number: 2017865-2025-10935. It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv), right atrial (ra), and left ventricular (lv) leads were extracted due to patient death. The immediate cause of death was indicated as cardiac arrest. There was no allegation of malfunction. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.